Manufacturer narrative:
H3, h6: the system was serviced in the field and hardware parts were replaced. Concomitant medical products: product ID: 9735821 and product ID: 9735836 were returned to the manufacturer unused and are no longer relevant to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821 (lot: -); product type: 2543-mnav - system. H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a "localizer not connected" error. The camera cart was receiving power (screen was on), but the camera did not appear to be receiving power (green light wasn't on). No patient was present. Troubleshooting information was provided. The medtronic representative (rep) checked the ethernet cable connections within the camera arm, and said they were good. The rep did not have a wrench to allow him to check the connection in the back of the camera. The probable cause was likely a loose connection in the power chain leading to the camera.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, product ID: 9735843, product ID: 9735836, h6: multiple annex g codes were reported. G02017 corresponds to concomitant product 9735798 that comprises the reported event. G02004 corresponds to concomitant products 9735843 and 9735836 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.